Event description:
It was reported by service report that the footboard displayed a communication error causing bed exit to be unavailable. The footboard connector pins were pushed up. No pt involvement or adverse consequences are reported.